Event description:
It was reported that the patient complained of light-headedness, and the lead exhibited noise, resulting in the inhibition of ventricular pacing. An insulation breach was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.